Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one hickman catheter extension leg was received for evaluation. Microscopic visual, tactile and functional testing were performed. A c-shaped split was noted on the extension leg, proximal to the clamping sleeve. A complete circumferential break was noted on the distal end of the extension leg. The remaining segments of the device were not returned. The edges of the complete circumferential break on the distal end of the extension leg were noted to be uneven. The surface was noted to be glossy with striations throughout. Upon infusion, a leak from the c-shape split was observed while water exited the distal end of the extension leg. Therefore, the investigation is confirmed for the identified burst issue. And the investigation is unconfirmed for the reported fracture issue as no crack was noted and only a burst was identified upon evaluation. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 08/2028). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one month and twenty-two days post a chronic catheter placement, the lumen was allegedly fractured. It was further reported that the line was repaired. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a chronic catheter placement procedure, the lumen of the line was allegedly fractured. It was further reported that the line was repaired. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 08/2028), g3. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one month and twenty-two days post a chronic catheter placement, the lumen was allegedly fractured. It was further reported that the line was repaired. There was no reported patient injury.